Event description:
The customer reported a loss of function of the defib sync connector on the pt data module. No pt compromise reported.

Manufacturer narrative:
Investigation revealed the connector on the pdm user interface board had cold/weak solder joint. The pdm acq user interface board communicates to pdm main flex assembly via this connector. Due to cold solder joint, pdm defib sync board failed to communicate with pdm main flex assembly resulting in loss of defib sync functionality. The hardware was replaced.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is complete.